Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was randomly getting shocked when the stimulation was turned on or off. The pt's pocket site would throb when the stimulation was turned on. The decision was made to move the ipg from the right side to the left side of the pt's buttock. The pt's programs were reinstalled, and the pt is reportedly getting good stimulation following pocket revision surgery.